Manufacturer narrative:
Device received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. No motor error alarms noted during testing. The motor was tested outside of the device and passed. Device received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis with blood glucose level was 587 mg/dl at time of incident. The customer was treated with intravenous insulin drip. The customer also reported that insulin pump received motor error. The customer was able to complete insulin pump rewind. The drive support cap appears normal. The customer was advised to discontinue the use of insulin pump and revert to back up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.